Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was giving the patient inaccurate low readings as compared to her feelings/normal results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that at an unspecified time on (B)(6) 2012, the patient obtained the alleged low reading of "59mg/dl." The reporter stated that the patient manages her diabetes with insulin, 28units of levemir, and took her usual, daily dose of medication in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the reporter claimed that the patient developed symptoms of having the "shakes" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.